Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots. Associated study: rotating platform, rotating platform date of evaluation: 20/jun/2024. Date of onset: 20/jun/2024 , operative side: right. Diagnosis: chronic infection. Adverse event: infection - deep. Specify: country: us. Serious: yes. Device related: remote possibility. Procedure related: remote possibility. Additional event information: on (B)(6) 2021 , the patient was noted to have had a right total knee arthroplasty. On (B)(6) 2022, the patient was noted to have fallen and sustained a distal femur fracture and underwent orif of the distal femur fracture. On (B)(6) 2024 medical records note the patient had right knee pain, status post total knee replacement and subsequent orif of distal femur fracture. It was noted that the patient continues to have intermittent cellulitis since the orif on (B)(6) 2022. It was note that the patient had intermittent cellulitis. The knee had be aspirated (B)(6) 2023, which showed a staph epidermidis infection. Radiological report notes the patient has a right total knee arthroplasty with subsidence and loosening of the femoral component. The right knee was noted to have chronic infection.